Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2013-01583.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the hospitalization was unknown. Customer stated that the nurse check his blood glucose one hour later and was 89 mg/dl. Customer stated that his reservoir was leaking and he was not getting insulin. Nothing further was reported.